Manufacturer narrative:
Discus dental received a complaint on (B)(4) 2018, in which the dental office claimed patient was having sensitivity issues after the in-office whitening procedure and patient went to the emergency room. The kit and gel were used up during the procedure and were not returned. The retain sample of the whitening gel, sku: 22-3764, lot: 18194028, was tested on (B)(4) 2018, and results were within specifications. Also reviewed the device/batch history records of whitening kit, sku: 881055701540, lot: 18201006 and gel, sku: 22-3764, lot: 18194028. No out of specification or discrepancy was found. Reviewed complaints history, no other similar incident was reported from the same lot numbers. Reviewed direction for use of the kit. The dfu describes steps for candidate qualification, warnings, ingredients, treatment for sensitivity and other precautions. No product failure or out of specifications was found in the product. Potential of sensitivity may be due to a preexisting sensitivity. Based on the investigation results and available information, discus dental concludes there was no malfunction or failure in the product. No corrective actions are required.

Event description:
Discus dental received a complaint on (B)(4) 2018, in which the dental office claimed patient was having sensitivity issues after the in-office whitening procedure and patient went to the emergency room.